Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The top case, bottom case, and right plunger case were cracked; and there was visible contamination on bottom and top cases. Primary audible background (bgnd) test found in pump event history log (ehl). Power up and infusion / occlusion test were performed; the reported problem was not duplicated. The interconnect flex cable was connected to the main board and glue on j9 connector was intact. A root cause could not be determined. As preventive measure, the speaker was replaced. The cases were repaired and the device was recalibrated. Power up process was performed and the device passed all functional testing. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump showed a primary audible alarm background test. No patient injury was reported.